Manufacturer narrative:
Continuation of d11: product ID 8711 lot# serial# (B)(4)implanted: 2009-(B)(6) explanted: product type catheter h6: the current and previously reported codes no longer apply to the sc portion of the catheter (sn: (B)(4)). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a clinical study on 2018-(B)(6). It was reported that the device diagnosis was catheter dislodgement. A catheter access port (cap) contrast study was performed on 2018-(B)(6)and it was found that the catheter has migrated at the spinal site. Cerebrospinal fluid (csf) was aspirated indicating the catheter was functional with the tip at t4. The patient failed to gain relief of intractable neck pain, and it was recommended to replace the catheter with advancement of the catheter tip to t1 to better cover neck pain.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter; product ID: 85 96sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 08-may-2011, (B)(4); product ID: 8596sc, serial/lot #: (B)(4), ubd: 13-aug-2011, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study on (B)(6) 2018 regarding a patient receiving fentanyl (840.0mcg/ml at 252.33mcg/day), bupivacaine, and hydromorphone (both at 10.0mg/ml and 3.004mg/day) via an implanted infusion pump. The indications for use included non-malignant pain and radiculopathy. It was reported that the patient's chief complaint was lower back pain bilaterally. The patient also complained of posterior neck pain bilaterally. The patient rated their pain at a level of 8/10 using the numeric pain intensity scale. The clinical diagnosis was an increase in pain. Interventions included replacing the catheter on (B)(6) 2018, and the event resolved without sequelae on that date. The etiology indicated that the event was related to the device or therapy and was not related to the implant procedure. No further complications were reported or anticipated.